Event description:
Baxter (B)(4) received a report that one (1) infusor device ruptured during infusion. Reportedly, the infusor was filled with 5-fluorouracil 1500mg /220ml + g5%. The total fill volume was 220ml. It is stated that the bladder rupture occurred at the end of the infusion. There was no report of medical intervention or patient injury. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured bladder was not confirmed. Visual examination of the sample showed no evidence of rupture or abnormality on the bladder. The sample was subsequently filled with dextrose solution for a leak test. There was still no evidence of leak or rupture detected anywhere on the device during filling and priming. Thereafter, the device was monitored for 24 hours. After 24 hours, there was still no evidence of leak or rupture anywhere on the entire device. The unit performed as expected. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.